Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's right femoral vein. During insertion, the guide wire kinked while threading it through the syringe. As a result, a new set was opened and used successfully. They do not know if there was a delay in treatment but there was no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the customer returned one guide wire. The raulerson syringe was not returned. The guide wire had four kinks in the middle of the body and the j-bend was slightly opened indicating some insertion difficulty. However, the returned guide wire does not match the guide wire included in the reported kit. The length and diameter were both less than the specification for the included device. A review of manufacturing records did not yield any relevant findings. The probable cause of this complaint could not be determined based on the information provided and without the syringe and actual complaint sample. No further action will be taken.